Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The insulin pump had moisture damage on the motor, battery tube, vibrator and keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and cracked keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call physical damage on their insulin pump customer advised they dropped their insulin pump on the floor and there is a crack on the bolus button. Troubleshooting for the cosmetic damage was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.